Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that prior to an unknown procedure, "the box containing the device was inflated. Once open, the device was displaced from their casing. Due to this condition, the tip holed the packaging." It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that a tlc75 device was returned with the tyvek punctured. The packaging was returned partially opened. The tyvek was visually inspected and no damages were found. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.